Event description:
It was reported that the patient stopped using and charging the device due to pain at the ipg site. As such, the ipg became inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the new ipg was implanted in the same pocket and the pain at ipg site has resolved.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient had not used the system since right before the covid pandemic. The patient has a lot of pain at the ipg site. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of eon mini IFU/dfu, 37-1004, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿